Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for atypical voltages recorded. The log files recorded atypical fluctuations in the recorded relative state-of-charge values while connected to battery power throughout this history. There were also a few low voltage hazard events recorded during power source changes at the moment when one power lead was connected to battery power. While connected to mobile power unit power, the recorded supply voltages were also less than expected. On 23may2024 it was reported that the white power lead of the system controller showed signs of wear and damage. The patient had a very dirty or corroded white cable of the system controller and while on fully charged batteries the controller was only showing three bars of battery life. Additional log files submitted were captured low voltages while connected to the clinic power module. On 28may2024 additional log files were submitted for review and captured a single unstained power/flow elevation on (B)(6) 2024. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. On 10jun2024 additional log files were submitted for review and captured more low voltage advisory events which were followed by low voltage hazard events. There were also unusual voltages recorded while connected to power module patient cable.

Manufacturer narrative:
Section d6a: date of implant was inadvertently included in the initial report and is not applicable for this device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The cause of the atypical voltage issues was confirmed to be a result of damage to both the white and black power cables. The controller was exchanged, which resolved the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms can be confirmed based on the information recorded in the provided log files. Customer provided log files were reviewed. The first log file ((B)(4)) contained events recorded from (B)(6) 2024 to (B)(6) 2024 where power cable disconnect and low voltage alarms were recorded. The majority of the power cable disconnect alarms appeared associated with a power source exchange and there were some atypical alarms while connected to an mpu. The associated voltage levels suggested that the low voltage alarms occurred while on batteries and suggested a possible problem with the rsoc (relative state of charge) lines. The pump support was not affected and the system maintained the set sped with no interruptions. The second log file ((B)(4)) contained events recorded from (B)(6) 2024 to (B)(6) 2024. The review of the data revealed atypical low voltage alarms which occurred while on 14 batteries. There was a single event where a slightly elevated power and flow were recorded. The third log file ((B)(4)) contained events recorded from (B)(6) 2024 to (B)(6) 2024. The review of the data revealed that the atypical power cable disconnect and low voltage alarms continued to persist with no affect to the pump support. The fourth log file ((B)(4)) contained data recorded from (B)(6) 2024 to (B)(6) 2024 where power cable disconnect alarms were recorded. The last recorded time, (B)(6) 2024 at 22:59 revealed that the speed decreased below the low-speed limit of 9000 rpm. A specific root cause for this speed reduction was not able to be determined. The customer provided a photo of the white connector and stated that the connector appeared very dirty or corroded. The review of the photo revealed some black foreign debris inside the white power connector and it appears that there was some damage to the sockets and the pins; however, due to the quality of the photo, the extent of the damage to the connector and the suspected corrosion was not able to be determined. Although the provided photo confirmed a compromised white power connector, the system controller, serial number (B)(6) was not returned for evaluation and the specific root cause for the low voltage alarms captured in the log files was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii lvas IFU rev. B (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. B, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.